Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 14-sep-2016 regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported there was stimulation in an undesired location. The patient noted that he turned stimulation on today and he felt stimulation down his legs and in his back and "barely strong in his arms." The patient stated that he was only supposed to feel stimulation in his legs and low back. The patient had an appointment scheduled with his doctor on (B)(6) 2016. No trauma or falls were reported that could have been related to the issue. It was noted that the change in therapy/symptoms was sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.